Event description:
Boston scientific received information that four days post implant, this cardiac resynchronization therapy defibrillator was not functioning normally. The competitor's left ventricular (lv) lead exhibited partial exit block. As the patient was pacemaker dependent, an external pacemaker was implanted. Upon device interrogation, it was noted that there was no sensing in the right atrium (ra), right ventricle (rv), and left ventricle (lv) as the patient did not have an intrinsic rhythm below a frequency of 30ppm. High threshold and impedance values were also noted on the rv and lv channels. The lv channel was reprogrammed. A revision procedure was performed. After opening the pocket, the pace/sense portion of the rv setscrew was unscrewed and tightened again. All measurements were then within normal parameters and successful dft testing was performed. It was suspected that the rv ring screw had been jammed or not inserted correctly and the ring contact was not secured completely on the right ventricular (rv) lead. The device and competitor leads remain in service with pacing and measurement values within normal limits. No additional adverse patient effects reported.

Manufacturer narrative:
At this time device and leads remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.